Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A medtronic representative reported via social media of high blood glucose readings and button error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that none of the buttons were responding. The customer changed the battery and there is still nothing. The customer will be sent a replacement pump.